Event description:
This event involves the edwards scientific 7f swan-ganz catheter, 110 cm, lot# 66104893 exp: [redacted date] 4 lumen thermodilution. The catheter was placed in cardiac catheterization lab for pre-cardiopulmonary exercise testing without difficulty. The patient then underwent cardiopulmonary exercise testing with swan in place and approximately 8 minutes into exercise it felt as though the balloon was not inflating properly per the nurse practitioner. The waveform would not show pulmonary arterial wedge pressure waveform as expected. Balloon rupture immediately suspected. The test was aborted, and the line removed within 3 minutes of patient stopping exercise. Upon removal, the balloon was found to have partially ruptured during testing. The test was able to be completed as intended and this did not cause harm to the patient. Patient was discharged safely without incident. Prior to this event the line was not being manipulated in any way, and the pulmonary pressures of the patient were elevated but normal for someone who was exercising.